Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event: date of the event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number 3006705815-2021-06370, related manufacturer report number 3006705815-2021-06371. It was reported that patient experienced ineffective stimulation. Patient also experienced pain at the ipg site. The implantable pulse generator and both leads were repositioned on (B)(6) 2021. New anchors were also implanted. There were no complications during the procedure. Patient was stable.